Manufacturer narrative:
Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a non-neuro tissue soft ablation procedure, the introducing catheter "accordioned" when the stiffening stylet was advanced through the catheter. A new catheter set was opened to complete the procedure. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.